Event description:
My husband had been using one of the recalled philips CPAP machines which was recalled since 2012 after it was prescribed by his doctor after his sleep study. In (B)(6) 2022 he was having issues with breathing and went to the emergency dept at (B)(6) hospital where found that he had fluid in his lungs. After further testing the doctor diagnosed small cell lung cancer in (B)(6) 2022. He was treated with chemotherapy and immunotherapy for 5 months and died (B)(6) 2022. Not sure when the problem started. His medical records can be accessed at (B)(6) hospital for the above information.